Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was 42mg/dl. Reportedly, the customer consumed carbohydrates to address low bg level. Additionally, the customer experienced elevated bg of 540. Reportedly, the customer's settings were incorrect and the customer delivered too small of a bolus which resulted in elevated bg. The customer delivered a bolus with the pump to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.